Event description:
The cutting function of the ethicon suction bovie did not work. While waiting on someone to deliver a new esu, a new ethicon device was opened which worked. FDA safety report ID # (B)(4).